Event description:
Reportedly, this device was explanted after approximately a 2 year, 2 month implant duration due to aortic stenosis and congestive heart failure.

Manufacturer narrative:
H6: device not returned.